Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation procedure of the right superior pulmonary vein (rspv), a pericardial effusion was noted on the anterior roof of the left atrium near the rspv. While manipulating the ablation catheter on the anterior roof near the rspv to complete ablation, the ablation catheter appeared outside the fused dif image. Fusion of the dif around this point appeared to be accurate. All the pulmonary veins were successfully isolated and the procedure was completed. An echocardiogram was performed which revealed a pericardial effusion. A sub-xyphoid puncture and insertion of a pericardial drain stabilized the patient. There were no performance issues with any abbott devices.